Event description:
Procedure type: low anterior resection. According to the rptr: there was an incomplete anastomosis with the circular dst eea33 in a low anterior resection (1/3 lot of suture). The difficulty resulted in an ileostomy. There was unanticipated tissue loss as a result of this problem.

Manufacturer narrative:
(B)(4).